Manufacturer narrative:
The customer indicated that the device was discarded.

Event description:
The customer contact reported a tubing separation. Prior to patient use while priming the tubing set, it was reported the tubing separated from an unspecified location. The tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.